Event description:
On 10/2/97, respiratory therapist hooked up the first lpg + ventilator. It made a loud purring noise. It was decided that this ventilator will be used as a back-up and was placed with the wheelchair. The pt started using the second ventilator. He was very lethargic and drowsy. On the second day of use he became bloated and was running a temperature of 102f. He was switched to the back-up ventilator. This ventilator after running for a few hrs gave inconsistent low pressure alarm and then shut down without any alarm. The pt was in respiratory distress. The second ventilator was hooked and set at 17.5 tidal volume. It was recording a tidal volume of 18.5 or 19 but next day, without any change made, it was recording 17.3 or 18.5. Two days later, this ventilator also shut down the same way the first one did. Pt was switched to a lp10 ventilator. This ventilator was set at 17. It was continuously recording 13-15. In rptr's opinion, these ventilators are "too weak" to maintain set volume. The output is inconsistent and the ventilators shut down without warning.